Event description:
Nineteen patients with discrepant total bilirubin results. Exact patient data not provided, only the following as an example: initial results run 20% higher than repeats on a different analyzer (different methodology). Affected patients were treated 1-4 times with phototherapy, one patient reported as serious injury was treated by transfusion. If additional information is received, appropriate notification will be provided.